Event description:
On (B)(6) 2011, abbott point of care was contacted regarding an I-stat troponin cartridge that yielded an unexpected result of 0.14 ng/ml on a pt when running lithium heparin plasma. Repeat test result on the same sample running whole blood using the I-stat was 0.03 ng/ml. Based on the info available there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).